Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated during the actual testing. The review of the black box data and the alarm history showed multiple cs064 (occlusion) call service alarms with high force which occurred due to occlusion during the prime step. In addition, several consecutive cs054/cs052/cs012 alarms were observed on one occasion. The ez-prime steps were performed correctly with no errors, alarms or warnings occurring during the investigation. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was cracked at the case seal.